Event description:
A complaint of high readings was received on a customer's xceed blood glucose meter. The customer obtained a reading of 95mg/dl compared to a laboratory comparison reading of 56mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The product has been requested from the customer for evaluation.